Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as the investigation result is available an amended MDR report will be submitted.

Event description:
It is reported that patient received a femoral component and had to be revised due to breakage of the implant.